Manufacturer narrative:
Repairs have not been completed.

Event description:
The account's maintenance stated when he lowered the right head siderail, the head ran up unintentionally. He has replaced the right siderail cable but not the svc required is flashing an error code of 4 (right caregiver node).